Manufacturer narrative:
The subject device (camera head ) has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device exhibited no image when plugged in. No further details were provided regarding the event. No patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is probable that this reported failure occurred due to the failure in the charge coupled device unit caused by any strong impact applied to the device or deterioration over time. Device was manufactured in 2013. It is probable that the image was no longer displayed due to partial disconnection caused by twisting of the cable. Olympus will continue to monitor complaints for this device.